Event description:
It was reported that the patient underwent a right knee procedure. Subsequently, approximately eleven years later, the patient returned to surgery due to pain with the intention of exchanging the poly. During the revision, metallosis and osteolytic femoral loosening was identified. At the time of surgery, implants for a full revision were not available, so a new poly was placed, the incision was closed, and the patient was scheduled to return the surgery at a later date.

Manufacturer narrative:
(B)(4) the subsequent surgery was reported on MFR numbers 0001822565-2024-01000, 0001822565-2024-01001, and 0002648920-2024-00083. D10 medical devices: trabecular metal femoral diaphyseal cone, 30mm, medium, right catalog#: 00545001831 lot#: 61972314 14mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801014 lot#: 61748147 unknown rhk tibial tray catalog#: ni lot#: ni g2 foreign source: australia. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: uncontained lytic bone loss femoral condyle, new insert stable through a rom 0-90°, return to surgery in 7-14 days for distal femoral replacement. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.